Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a draining slowly alarm. The patient completed treatment, did a manual drain but did not do a manual fill before connecting the following day. The next treatment was discontinued in drain 0. A review of the patient¿s treatment records identified that the patient drained 4821 ml during drain 1 of 4 of the treatment. This drain volume is 241% the patient's prescribed fill volume of 2007 ml. The patient did a manual exchange. It was also reported that the clock and/or date is not functioning during dwell 1 of 4. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn noted that the patient states the heater bag was completely flat/empty which was not common. The pdrn believes the fluid pulled from the heater bag and skewed the numbers showing the patient had an iipv. Confirmed the patient did not feel full and didn¿t feel any different than normal. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a draining slowly alarm. The patient completed treatment, did a manual drain but did not do a manual fill before connecting the following day. The next treatment was discontinued in drain 0. A review of the patient¿s treatment records identified that the patient drained 4821 ml during drain 1 of 4 of the treatment. This drain volume is 241% the patient's prescribed fill volume of 2007 ml. The patient did a manual exchange. It was also reported that the clock and/or date is not functioning during dwell 1 of 4. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn noted that the patient states the heater bag was completely flat/empty which was not common. The pdrn believes the fluid pulled from the heater bag and skewed the numbers showing the patient had an iipv. Confirmed the patient did not feel full and didn¿t feel any different than normal. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent functional/display test, system air leak test, and valve actuation test was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.